Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis due to minicap came unscrewed from the transfer set. On an unreported date, the pt underwent surgery for the pd catheter placement. On an unreported date, while the catheter site was still healing, the cap came unscrewed from the pd transfer set which led to peritonitis. That same day, when the pt started draining, the pd nurse (pdn) noticed that the pd effluent was cloudy. On the same date, the pt began treatment with vancomycin, 200 mg, as needed. The pt was not hospitalized for the peritonitis. On an unreported date, the antibiotic therapy was stopped. On an unreported date, the pt was treated with unspecified, ip, antibiotic administered with mid-day dose of extraneal. At the time of this report the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient had experienced ongoing recurrent episodes of peritonitis for six months. It was further clarified that the patient had attempted to put back together the piece that had come undone resulting in contamination of the sterile fluid pathway. The patient treated with various unspecified antibiotics for the event but did not require hospitalization. Therapy was eventually withdrawn and the patient was temporarily placed on hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.